Event description:
The customer reported the system would not boot up. Also, the system would intermittently not xray.

Manufacturer narrative:
The ge service rep replaced the cpu. The system function as intended.